Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) appeared to received a shock and passed out for 30 - 45 seconds. A health care professional (hcp) inquired about having the device checked and reported they would follow-up with the patient's following physician. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.